Event description:
It was reported that during a CABG procedure the sutures easily released from the needle during the anastomosis of coronary. It happened successively, although the exact number of times is unknown, surgery was delayed for 2 hours delay. There was no adverse consequences to the patient reported.